Event description:
Pt reported that on the day they began using the device (2004), no insulin would drip when an attempt was made to prime the device (two attempts to prime were made). No error messages were generated by the device. Pt then discovered that insulin had leaked into the insulin cartridge chamber. Pt's blood glucose was not affected, and no treatment was received.